Event description:
The patient reported experiencing elevated blood glucose of up to 500 mg/dl due to the infusion device from (B)(6) 2011. She does not believe the infusion device correctly displays e4 (occlusion) error. She injected insulin via pen to lower her blood glucose and later switched to her backup infusion device. Her normal blood glucose range is 80-100 mg/dl. She stated that on (B)(6) 2011, she programmed a bolus and heard no beep and re-programmed the bolus. She stated that at times the infusion device shuts down without alert/error message. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.